Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Femoral reamer broke in half while surgeon was reaming femoral canal (right side), resulting in a surgical delay of one (1) hour.